Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during fill 1 of 5. The technical service representative (tsr) had the caregiver (cg) start over with new supplies. The tsr assisted the cg to end therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance contacted the caregiver (cg) regarding the reported event. The stated they did not know how the air entered the setup. The cg stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The cg stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This report of a system error 2240 was not confirmed and the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.